Manufacturer narrative:
The customer called technical support to report that the battery was not providing power. The remote service engineer (rse) recommended that the customer should have the power supply and power management (pm) printed circuit board assembly (pcba) checked onsite. The rse also recommended that the customer should replace the pm pcba for repair. Per good faith effort (gfe) response, the device displayed a 1124 "battery failed" alarm error. The authorized service provider (asp) engineer performed troubleshooting by replacing the defective battery with a good working battery from another device and discovered that the device operated as intended. The asp engineer therefore confirmed the reported issue and found that the battery needed to be replaced. The repair for this device cannot be conducted at this time due to a backorder status of the replacement battery needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating the battery was not working. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery was not providing power. The remote service engineer (rse) recommended that the customer should have the power supply and power management (pm) printed circuit board assembly (pcba) checked onsite. The rse also recommended that the customer should replace the pm pcba for repair. The investigation is ongoing.

Manufacturer narrative:
Information was received that the replacement battery was received and installed, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.